Event description:
It was reported that the arterial temperature sensor is not working on the hls set. The circuit had only been in use for 5,5 hours before the alarm was displayed on the cardiohelp. The cardiohelp was placed into co2 removal therapy app to stop the alarming, otherwise the circuit is running fine. The set was used further for patient treatment, without the usage of an external temperature sensor. On 2024-03-01 the information was received that the set was exchanged during treatment. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the arterial temperature sensor is not working on the hls set. The circuit had only been in use for 5,5 hours before the alarm was displayed on the cardiohelp. The cardiohelp was placed into co2 removal therapy app to stop the alarming, otherwise the circuit is running fine. The set was used further for patient treatment, without the usage of an external temperature sensor. On 2024-03-01 the information was received that the set was exchanged during treatment. The affected product is not available for technical investigation as the hls set was discarded by the customer. The exact root cause remains unknown. However, according to the hls set risk assessment, the following root cause can lead to the reported failure: - the user didn´t perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable to the hls module. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter 5.3.3 "connecting external temperature sensors"). The production records of the affected product were reviewed on 2024-02-28. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results, and provided photographical evidence, the reported failure "t-art alarm" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : discarded.